Event description:
The customer reported a display malfunction. No pt involvement reported; covidien customer service engineer (cse) verified the malfunction. The cse inspected the device and replaced the comms gui touchframe. The unit passed extended self-testing.

Manufacturer narrative:
Covidien reference number: (B)(4).